Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer stated that there was too much insulin and too much exercise and not enough food. The customer stated that he crashed and the sheets were soaking wet. The customer ate 3 cereal bars to treat. The customer declined to troubleshoot.